Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half height cubie drawer 4 not detected on bus, which located on rmc radj1. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer found half height drawer 4 had no lights on the board, so the pyxis bus controller board was replaced. The system functioned as intended after the field service engineer repaired the device.